Event description:
The reporter indicated that the device was pacing in back up mode, loss of atrial sensing and pacemaker syndrome.

Manufacturer narrative:
Analysis summary: the device was analyzed and the observed reversion to backup pacing was the result of a malfunction in the omega i.c., u-1.